Event description:
The product was used during a bowel resection procedure. Reportedly, the instrument did not fire and was difficult to open. The surgeon applied another device and resected the tissue at the application site then manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.